Event description:
Patient opened plastic liquid bottle and liquid contents sprayed into thier eyes. Patient was treated on site for 20 min, then treated for a small chemical burn to left cornea with additional saline rinse for 15 min at local emergency care ctr. Was then treated with antibiotic eye drops and was seen in 05 by doctor, some puffiness, reported around both eyes, physician advised dentist to continue drops for one more day and swelling of eyes & should subside, dr's indicatin to dentist suggest damage will not be permanent. Patient is recovering.